Event description:
Device malfunction: locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after interventional procedure. Reportedly, when advancing the thumb advancer the device came completely out of the artery. After the device was out of the artery, it was noticed that the locator wings were not in the open position. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.